Event description:
Additional information received reported that the patient met with the healthcare provider (hcp) and manufacturer¿s representative (rep) three weeks prior to (B)(6) 2015. The patient stated he had ¿issues¿ with his therapy for the past six to seven months.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance testing showed high/bad impedances on all electrodes on (B)(6), except when using 3.0 volts as the selected amplitude. Number 6 electrodes were always over. The manufacturer¿s representative (rep) left information with the physician¿s assistant (pa) to discuss/suggest a lead revision with the healthcare provider (hcp). It was unknown if the issue was resolved or what the cause of the issue was. It was noted that stimulation was o.k. Until about eight months prior to the report, but then stimulation changed. About eight months ago the patient experienced uncomfortable, shocking, and erratic stimulation at an unknown location and as a result, the patient had not used stimulation in the last eight months. At the time of the report the patient was alive with no injury. The rep. Further reported that the lead was bad. The rep. Met with the patient on (B)(6) 2015, and was able to get some stimulation to the patient¿s legs, but was unable to get stimulation using that lead. The #6 electrode was greater on the le ft than on the right. The patient had a primary cell device and did not want a rechargeable. There had been no information received from the hcp yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was having a lead revision and a possible implantable neurostimulator (ins) replacement. The revision had a tentative date of (B)(6) 2015. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-39, lot # n257042, implanted: (B)(6) 2011, product type accessory; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).